Manufacturer narrative:
The device was returned and the psu powered up on the test bench with the amber fault light on. A check of the event log showed a high sensor voltage message from apr 2020. It was not able to run the accuracy test (aak) due to the hardware fault. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735346r. A medtronic representative visited the site to evaluate the equipment. The rep replaced the camera and preformed trace registration to ensure tracking/accuracy. Codes 10, 4203, and 4307 are applicable. No other products have been returned to medtronic for analysis. Codes 4114, 3221, and 4315 are applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that while setting up for a procedure, the camera had one green led and an amber fault light. The camera would not track and couldn't be used for the case. The site used another system. During troubleshooting, the local representative (cs) was able to open the network device interface (ndi) tool box and found that there were internal faults found on the camera. It was known that the bump and temp status were okay. No issues were found with connection or cabling. There was no reported delay. No patient was involved.